Manufacturer narrative:
The tech isolated the drift to the head and CPR valves. He replaced the head and CPR valves and the bed functioned to specs.

Event description:
Info received indicates that the head section is drifting down.